Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2019, 3035 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 14-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("(approximately 2.5 cm in length by 0.3 cm diameter) protruding from the right cornua into the endometrial cavity in the right fundus.") And device expulsion ("(approximately 2.5 cm in length by 0.3 cm diameter) protruding from the right cornua into the endometrial cavity in the right fundus.") In a 45 year-old female patient who had essure inserted (lot no. 774378, 641430) for female sterilisation. The patient had a medical history of d & c in 2007 and dysmenorrhea, missed abortion, heavy periods, multi gravida, parity 2, alcohol use and obesity. As concurrent condition the report mentioned pelvic pain female. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2019, 2954 days after essure insertion, she experienced device dislocation (seriousness criterion intervention required) and device expulsion (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic total hysterectomy laparoscopic salpingectomy bilateral cystoscop). At the time of the report, the outcomes for these events were unknown. The reporter considered device dislocation and device expulsion to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2019: specimens: uterus, cervix, fallopian tubes bilateral final diagnosis uterus, cervix and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: squamous metaplasia and chronic inflammation of cervix. Dyssynchronous endometrium. Endometrial polyp. Adenomyosis. Multiple leiomyomas, intramural and subserosa. Unremarkable bilateral fallopian gross description: the there is partially disrupted essure coil (approximately 2.5 cm in length by 0.3 cm diameter) protruding from the right cornua into the endometrial cavity in the right fundus. Clinical information procedure: laparoscopic total hysterectomy laparoscopic salpingectomy bilateral cystoscop pre-op diagnosis: pelvic pain; dysmenorrhea [pregnancy test urine] on (B)(6) 2011: negative quality-safety evaluation of ptc: for essure: . The most recent follow-up information incorporated above includes data received on: 31-oct-2023: medical record received. Lot number added. Medical history added. Surgical pathology report added. Medical history, reporter information updated, event medical device removal updated to device dislocation and event added device expulsion. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2019, 3035 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("(approximately 2.5 cm in length by 0.3 cm diameter) protruding from the right cornua into the endometrial cavity in the right fundus.") And device expulsion ("(approximately 2.5 cm in length by 0.3 cm diameter) protruding from the right cornua into the endometrial cavity in the right fundus.") In a 45 year-old female patient who had essure inserted (lot no. 641430, 774378) for female sterilisation. The patient had a medical history of d & c in 2007 and dysmenorrhea, missed abortion, heavy periods, multi gravida, parity 2, alcohol use and obesity. As concurrent condition the report mentioned pelvic pain female. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2019, 2954 days after essure insertion, she experienced embedded device (seriousness criterion intervention required) and device expulsion (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic total hysterectomy laparoscopic salpingectomy bilateral cystoscop). At the time of the report, the outcomes for these events were unknown. The reporter considered device expulsion and embedded device to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2019: specimens: uterus, cervix, fallopian tubes bilateral final diagnosis uterus, cervix and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: squamous metaplasia and chronic inflammation of cervix. Dyssynchronous endometrium. Endometrial polyp. Adenomyosis. Multiple leiomyomas, intramural and subserosa. Unremarkable bilateral fallopian gross description: the there is partially disrupted essure coil (approximately 2.5 cm in length by 0.3 cm diameter) protruding from the right cornua into the endometrial cavity in the right fundus. Clinical information procedure: laparoscopic total hysterectomy laparoscopic salpingectomy bilateral cystoscop pre-op diagnosis: pelvic pain; dysmenorrhea [pregnancy test urine] on (B)(6) 2011: negative. Lot number: 641430 manufacture date: 2009-05 expiration date:2012-05. Lot number: 774378 manufacture date: 2010-08 expiration date: 2013-08. Quality-safety evaluation of ptc: for essure: .no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 26-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.